Manufacturer narrative:
Complaint of "insufficient heat seal" is confirmed. Received three 0033100 in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an insufficient heat seal on one out of the three. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A DHR review found quality excursion report 53127 for unscheduled chiller shut down. Review by sme and quality found no risk to the end user and affected parts were released. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 19 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) rejected 0033100, frazier tip suction, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user this report is being raised based on a device malfunction with potential of injury upon reoccurrence.